Manufacturer narrative:
Updated fields: b3, e1(initial reporter), g3, g6, h2, h6(type of investigation, investigation findings, component codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, fse replaced the display. After replacement of the component, functional testing was conducted with positive results. The issue caused no damage, inconvenience to operators or patients, and did not lead to any procedural delays.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer was dispatched to evaluate the unit and replaced the display due to missing pixels in the lower left corner. After component replacement, the device successfully passed all performance and electrical safety checks in accordance with factory specifications. The equipment is operating normally with no functional concerns. The reported failure did not cause any damage or inconvenience to operators or patients, nor did it result in any procedural delays.

Manufacturer narrative:
Other contact person name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump(iabp) had a display fault as missing pixels in the lower left part. There was no patient involved.